Manufacturer narrative:
A field service engineer was dispatched to customer site. The fse noticed the oil return hose was disconnected and reconnected the hose to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. (B)(4)

Event description:
A customer reported there is smoke/vapor emitting from the back of sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), and trending analysis of the haze/mist/vapor issue. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending analysis of the haze/mist/vapor issue was reviewed from february 2017 to august 2017 and no significant trend was observed. No parts were replaced to resolve the haze/mist/vapor issue. The assignable cause of the haze/mist/vapor issue is due to a loose oil return hose. The field service engineer reconnected this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.